Event description:
During a routine shift check by a clinician, the device failed to power on. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.